Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-11782. The patient had two anchors from the same lot number. It was reported the patient's scs system was explanted due to the patient experiencing pain at the ipg and anchor site. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.